Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.

Event description:
It was reported that the 5.0 locking insert was not identical to other 5.0 locking inserts at the account. It was reported that the insert fit in the axsos 5.0 hole, but would pop out as soon as the locking screw was put in.